Manufacturer narrative:
The subject device was returned for evaluation. Evaluation/inspection of the device, the following findings/defects were found: objective lens adhesion part cloudy. Light guide (lg) lens adhesion part cloudy. Distal end c cover, scratches observed. Image guide (ig) bending tube scratches noted. A rubber (bending section) adhesive part chipped. A rubber (bending section) adhesive crack. A rubber (insertion section) adhesion part cloudy. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported bacilli were detected on the device during a culture test. According to the report, the device was used on two patients and used on another patient after the culture test. According to the report, it was determined that the subject device was cleaned and washed in the oer-6 washer in which the filters including water filter was not replaced since may 21, 2021. There are no patient infection associated on this reported event. There was no harm, no user injury reported due to the event. This event is related to a report with patient identifier (B)(6) (oer-6 scope reprocessor (washer) with unknown serial number). This event includes three (3) reports (patient identifiers) where this scope has been used. (B)(6) ( sn (B)(4), model gif-xz1200 patient 1. (B)(6) ( sn (B)(4), model gif-xz1200) patient 2. (B)(6) ( sn (B)(4), model gif-xz1200) patient 3. This report being submitted is for patient identifier (B)(6) ( sn (B)(4), model gif-xz1200) patient 2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer¿s facility provided cds checklist and reprocessing information and the legal manufacturer final investigation. Communication with the customer, the following information were provided: no patient(s) infection occurred. Event is not a patient infection. Aer / ewd model is a product a, detergent and disinfectant solution both a product a. The water filter was not replaced within the specified period. Device was used after the event. Start of precleaning was not delay, properly implemented. Water aspirated through the instrument/ suction channel with a suction pump. The air/water channel flushed with water and air by using mh-948. All the reprocessing accessories noted without any abnormality. The manual cleaning performed within an hour after the procedure. Device passed the leak test. The device rinsed before manual disinfection. All channels were not flushed and not immersed in the disinfectant. Tap water checked for quality. All channels connected with tubes when the endoscope was setting up into the aer/ ewd. The disinfectant solution meet the minimum effective concentration (mec). Sampling date of the device noted to be on 2023/2/6 after storage. The date of last reprocessing was on 2023/2/9. Legal manufacturer investigation: no patient infection occurred. The non-olympus cleaning brush was used. It was confirmed that reprocessing was practiced in accordance with IFU except the above. The device history record (DHR) of the subject device was investigated and it was confirmed that the subject device was shipped in accordance with specifications. Based on the investigation result, declined in performance of the water filter due to passed the expected time replacement could have led to insufficient elimination of microorganisms in the water, which resulted in occurrence of positive result of the culture test. However, since there is no information to determine the relationship between deviation of reprocessing from instruction for use (IFU) and the positive result of the culture test, the root cause of the subject event was unable to be specified. However, oer-6 was used as a reprocessor. The filters including the water filter had not been replaced since may 21, 2021. (They had not been replaced for approximately one year and eight months.) The subject event presumably occurred since the user failed to thoroughly understand the maintenance method of the subject device. However, since there is no information to determine why it occurred, the root cause of the event was unable to be specified. Feedback to user facility: we suggest the use replace the water filter at the frequency, which was recommended in the instruction manual. Instruction for use (IFU) of oer-6 warns against incorrect reprocessing as below. [Section 7.3 replacing the water filter (maj-2317)] ·replace the water filter periodically, at least once in two months. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. Olympus will continue to monitor complaints for this device.